Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2010, the lay-user/patient contacted lifescan (lfs) alleging the onetouch ultralink meter is giving inaccurate high readings. Nine days later, this medical surveillance specialist contacted the patient to clarify information obtained during the initial phone call. The patient tests her blood glucose 8 times per day and manages her diabetes with an insulin pump. The inaccurate issue began yesterday. At around 5:30 pm, the patient obtained a blood glucose reading of "220 mg/dl" on the subject meter and administered his insulin based on the formulation of her insulin pump. The patient claimed that the reported meter reading was relatively high for her. Sometime between 5:30 pm and 9 pm, the patient had passed out while the patient was attending class. One of her classmates took her blood glucose and obtained a blood glucose reading of "59 mg/dl" on the subject meter at around 9 pm. The emergency service was called at the time of concern. The patient was treated with soda and reportedly regained consciousness before the fire department arrived. The patient was tested at "37 mg/dl" on the fire department's meter and "74 mg/dl" on the lfs meter performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <=30 mg/dl. The patient was treated with additional 20 grams of glucose by the fire department. The patient was transported to the hospital by the paramedics. En route to the hospital, the patient obtained a blood glucose reading of "102 mg/dl." The patient was kept in the hospital for observation but was never admitted. During her hospital stay, the patient reported blood glucose results of "454 mg/dl" with a lifescan meter and "359 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of theses glucose results exceeds the expected value of <= 30% and/or <=30 mg/dl. The patient's basal rate of her insulin intake was changed after her hospital visit. During troubleshooting, the customer care advocate verified that the correct testing process was used, the test strips were in good condition and within the discard date, and there were no control solution to perform a quality test during training. This complaint is being reported because the patient claimed that she passed out and was treated for hypoglycemia after she took insulin per the lfs meter reading. Replacement products were sent to the patient.